Manufacturer narrative:
Other, other text: h3: two cadd cassette reservoir cassettes were received in unused conditions within sealed original packaging inside a plastic bag. The samples were opened from their sealed packaging and visually inspected at a distance of 12? To 16? Under normal conditions of illumination. No discrepancies were detected related to manufacturing process. Two cassettes were connected to a cadd-solis vip pump to look for unusual functions. The pump kept running and no alarm was activated. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The cause of the reported issue was unable to be determined since the complaint was not confirmed due to the fact that the sample received did not show conditions that could cause the failure mode reported.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump produced an alarm indicating that the cadd cassette reservoir was not attached. No patient injury or complications were reported in relation to this event.